Manufacturer narrative:
PMA/510(k): this product is manufactured in the u.s. But not marketed in the u.s. Claim#: (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.1mm vticmo12.1; -11.5/1.0/94 (sphere/cylinder/axis) implantable collamer lens into the patient's right eye (od) on (B)(6)2021. The lens was exchanged with a same length lens but implanted vertically on (B)(6) 2021 due to excessive vaulting. This resolved the problem. The cause of the event was reported as unknown.

Manufacturer narrative:
PMA/510(k): this product is manufactured in the u.s. But not marketed in the u.s. Claim#: (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.1mm vticmo12.1; -11.5/1.0/94 (sphere/cylinder/axis) implantable collamer lens into the patient's right eye (od) on (B)(6)2021. The lens was exchanged with a same length lens but implanted vertically on (B)(6) 2021 due to excessive vaulting. This resolved the problem. The cause of the event was reported as unknown.

Manufacturer narrative:
Additional information: h3: device evaluation - lens was returned in microcentrifuge vial dry. Visual inspection found no visible damage to the lens. Dimensional inspection found the lens to be within specification. Claim# (B)(4).